Event description:
During laparoscopic cholecystectomy with laparoscopic appendectomy, the retrieval bag broke. Specimens were retained in the bag fragment and were able to be removed. Remaining bag pieces were removed and examined by the surgeon who indicated all pieces had been removed. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Medwatch report received from FDA. Upon receipt and evaluation of incident device, a final report will be submitted.